Manufacturer narrative:
The thermatrx catheter was returned and analyzed. The catheter was rated "undetermined" due to four small pinholes in the catheter balloon that appear to be the result of a sharp instrument. Further investigation with this catheter is currently in process. When add'l info is available, a f/u report will be sent.

Event description:
It was stated that a thermatrx catheter balloon burst (deflated) during the procedure. Catheter used initially in procedure burst; a second catheter was used and treatment was successfully completed.